Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25-mar-2026, a facility representative reported via (B)(4) that an ar-6480 dw arthroscopy pump stopped working properly when a plastic piece broke off the console during a case. They were able to complete the case with no patient affected. Additional information was received on 01-apr-2026. The rep advised that the clear/opaque plastic faring that needs to be flipped up in order to load inflow tubing into the console broke off during staff setup of the or. The case was completed without issue, as the pump console is still operational. The rep then stated the only issue is that the pump now has a sharp plastic piece where the faring used to be attached that poses a risk for cuts to the or staff.